Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery for the removal of a very old spinal implant. Intra-op, tip of the screwdriver broke while removing the implant. No fragment of the products were remained in the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis result: visual hardness visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Inspection of the material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.